Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the configuration file on the computer was corrupted. Once cleared and patient data removed, the unit functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was found that the directory errored on every boot. The computer was replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Information was received regarding an imaging system used outside of a procedure. It was reported that when starting the system the site received a file error message. They were able to click okay to the error message and perform a test spin. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The computer of the viewing station of the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.